Event description:
Caller reported damage to pump housing surrounding the usb port, which impacted their ability to charge the pump, although the pump did not shut down because of the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump. Customer will continue to use current pump.